Event description:
A past cartridge change error was reported with a pump. There was no adverse impact to the customer's blood glucose level. The customer successfully loaded a new cartridge onto the pump after several attempts and was able to resume insulin delivery. Technical support advised the customer to call back if the issue recurred.